Event description:
The customer reported via phone call indicating that the insulin pump alarm bad sensor. Customer's blood glucose was unknown mg/dl. Customer stated he has a lot of lows and that one time emergency services were called and treated. Customer declined troubleshooting for the low blood glucose. The customer was advised the timing of calibrations leading to alert and calibration protocol. Customer was advsied to remove and change out sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.